Manufacturer narrative:
(B)(4) .

Event description:
It was reported that when a patient presented for a normal follow-up with complaints of fatigue, loss of capture was observed. X-ray revealed lead dislodgement. The lead was not revised, however programming changes were made. The lead remains implanted. The patient will continue to be monitored.